Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device ¿would not burr¿. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device would not hold a cutter. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely the worn locking mechanism preventing the pawl from fully engaging and holding the cutter; this was caused by normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.